Event description:
The facility reported an automix 3+3/as compounder where the grey station would stop compounding without an alarm. This condition occurred during compounding in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.